Event description:
The customer reported the+20.0 diopter cc4204a collamer single piece lens tore during surgery. The lens was removed and replaced without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Medical review. Per medical review - od: reportedly, single-piece collamer iol was torn off upon insertion requiring intraoperative lens removal/exchange. Incision was not enlarged and no other issue damage was reported. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event was unknown. (B)(4).

Manufacturer narrative:
(B)(4). Device history record review. Based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method - lens work order search. Results - (other). A lens work order search was performed and there were no similar complaints found within the work order. Conclusion - (other) based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product showed the lens was received in two pieces and half of an haptic was torn off and missing. The laf was attached with the patient information. (B)(4).